Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It reported via phone call that the sensor was removed, the electrode of the sensor was shorter than usual. Customer's blood glucose value was unknown. The sensor will not be returned for analysis.